Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with unrelated non-conformances and an out of tolerance two nc and ot to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). ¿this report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.¿

Event description:
Anchor broke: the sales rep reported that during an acl bone to bone procedure that his milagro advance 8x23mm broke in the bone hole. The sales rep stated that the bone quality was hard. The patient was a (B)(6) male. The sales rep reported that the anchor broke proximally when it was inserted 3/4 of the way in the femur. The surgeon did not tap and he did not notch. The sales rep reported that when the surgeon removed the driver the proximal part of the anchor was still attached to it. The surgeon left the remaining distal portion securely contained within the bone hole and completed the procedure with no patient consequences or delay.